Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? What symptoms did the patient experience following the index surgical procedure? Onset date? Were there any precipitating stress factors for the sutures untying, breakage or pulling out of the tissue? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent a total hip arthroplasty on (B)(6) 2022 and a barbed suture was used for continuous suturing on dermal. Post-op, on (B)(6) 2022, dehiscence occurred from the superficial layer to the subcutaneous layer. The wound was checked, but the barbed suture was not found. Debridement was performed, and epidermal suturing was performed with a different suture and karayahesive was used. The patient is currently under observation. No signs of contact dermatitis or infection. Because there was no infection and because the patient had collagen disease, it was assumed that wound healing would be poor. The current condition of the patient is discharged from the hospital. The patient is under observation after suturing. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: the patient is still under outpatient treatment, but there is no problem with the wound. Age : 60. Other contributing factor : the surgeon commented the following. ¿the suture may have come out during the wound treatment. It is unlikely that the suture would be absorbed in this short period.¿ the diagnosis and indication for the index surgical procedure? Total hip arthroplasty. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Tha. On what tissue was the suture used? On the dermis. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Dr. Said since it was a patient with collagen disease, it was assumed that wound healing would be poor. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Unknown. Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Unknown. Was at least one reverse stitch performed prior to closure? Unknown. What symptoms did the patient experience following the index surgical procedure? Onset date? Dehiscence occurred. Were there any precipitating stress factors for the sutures untying, breakage or pulling out of the tissue? Unknown. Other relevant patient history/concomitant medications? The patient had collagen disease. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Causality is unknown. What is the patient's current status? The patient has been discharged from the hospital. Additional information was received. Dr. Think this might be caused by the suture was pulling out of the tissue because it was impossible to be absorbed in such a short period." A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.